Event description:
It was reported that the tip of the mir1 device created or may have created a laceration on or near the left ventricle. The laceration requires surgical intervention to repair. No additional patient consequence was reported.